Event description:
It was reported while using bd¿ needle 1 1/2 in. Single use, sterile, 18 g there was a mix of product types in a pack. There was no report of patient impact. The following information was provided by the initial reporter: one hypodermic needle 18g x 1½" duf-bec305196 has slipped in a production of hypodermic needle 25g x 1½" duf-bec305196. However, labelling was misleading and cause misuse of the device.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16mar2023. H6: investigation summary: it was reported by the customer one hypodermic needle 18g x 1½" was in a production of hypodermic needle 25g x 1½". To aid in the investigation, one sample in a sealed packaging blister and one photo was received for evaluation by our quality team. In the packaging blister there is an 18g needle while the packaging blister is labeled as a 25g needle. The photo provided shows a strip of five packaging blisters. Four of the blisters have 25g needles and one blister has the sample received with the 18g needle. No other defects or imperfections were observed. This defect could occur if there was a part left from a previous production batch that was not detected during the line clearing process. A device history record review was completed for provided material number 305127, lot 2117359. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd¿ needle 1 1/2 in. Single use, sterile, 18 g there was a mix of product types in a pack. There was no report of patient impact. The following information was provided by the initial reporter: one hypodermic needle 18g x 1½" duf-bec305196 has slipped in a production of hypodermic needle 25g x 1½" duf-bec305196. However, labelling was misleading and cause misuse of the device.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.